Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during basal delivery in the middle of the night. The customer stated they resumed insulin delivery in the morning when they woke up. In addition, the pump battery was observed to be depleting quickly. The pump battery depleted from 65% to 10% in one day. Customer reported blood glucose (bg) level was 350 (mg/dl). A manual injection was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received